Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg had a missing knob. It was noted that the menu control knob was missing and the upper case was broken around menu encoder. It was further noted that both wires on the liquid crystal display (lcd) were pinched (wires exposed), keypad window was scratched, two (2) control knobs were contaminated, lower case was broken, four (4) plugs were damaged (tool marks) and four (4) case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for repair and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.